Event description:
The pt had a pre-existing brain injury. The zippers were left open on the pt's bed while the staff helped another pt in the bathroom. Since the bed canopy system was left open, the pt was able to climb over the siderails and fall out of bed. The pt experienced a 1/4 inch laceration over the eye. The pt was sent to a hospital, and died a few days later. The customer stated that there was no issue with the bed canopy system. The canopy was installed on a bed model that is contraindicated in the user manual.

Manufacturer narrative:
The product has not been returned for eval, as the customer stated that there were no issues with the bed canopy system. The staff failed to close the zippers on the pt's bed while they were helping another pt in the bathroom.